Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the small battery drive device had unintended activation/motion, was jammed/seized, moving parts did not move smoothly-trigger, component damaged and corrosion/rusting/pitting. It was further determined that the device failed pretest for check for sticky triggers, check function of device and check for unintended motion. It was further reported that it was confirmed that the bottom trigger of the device was sticking. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  UDI: (B)(4).

Event description:
It was reported that during an unspecified veterinary surgical procedure, it was observed that the bottom button of the small battery drive device was stuck half way in. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.